Manufacturer narrative:
Device received with critical pump error alarmed after battery insertion and software error were present in the device trace download due to software error. Unable to perform displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Hardware low level failures error was present in the device trace download due to broken trace at on keypad assembly. Unable to verify audio or vibrate or absence of alarm anomalies due to critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures, audio was not working. The customer¿s blood glucose value was 11.5 mmol/l. The customer was assisted with troubleshooting. The customer was also reported that insulin pump was keep getting pump error during self test, there was no difference between volume 1 and 5. The insulin pump will not be returned for analysis.